Event description:
The neurostimulation system components exacerbated the pt's arachnoiditis and were removed. The pt has an immediate return of pain symptoms afterward. Add'l info has been requested. A f-u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Worsening of a preexisting condition.